Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the air/water channel clogged. Based on the result, we concluded that it was caused due to the inadequate/insufficient reprocessing at the facility on the air/water channel. In addition, our technician confirmed that the insertion flexible tube coating damage, the deflector wire play, and the objective gluing missing; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0630(air/water & jet water channels)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Air/water tube clogged.